Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device has reached end-of-life (eol). Boston scientific technical services (ts) confirmed that the power consumption appears to be high. It was recommended to replace the device. The device has sufficient battery capacity for providing eol pacing at least 28 days. No adverse patient effects were reported.

Manufacturer narrative:
Additional information on d6b, the device was explanted on 11/20/2022. B1 and b2 updated. H3 updated as the device returned but investigation not yet begun. H6 impact codes updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device has reached end-of-life (eol). Boston scientific technical services (ts) confirmed that the power consumption appears to be high. It was recommended to replace the device. The device has sufficient battery capacity for providing eol pacing at least 28 days. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The device has reached end-of-life (eol). Boston scientific technical services (ts) confirmed that the power consumption appears to be high. It was recommended to replace the device. The device has sufficient battery capacity for providing eol pacing at least 28 days. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.